Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the CGM reading was 55 mg/dL. Shortly after receiving this low glucose reading, the device displayed a "Brief Sensor Issue" message. In response to the low CGM value, the patient self-treated by drinking juice and eating two small pieces of cake. Following these actions, the patient continued to experience symptoms and reported feeling confused. Due to her condition, she was unable to clearly recall or describe all events that occurred afterward, and much of the information she provided was not fully coherent. The patient indicated that her confusion persisted and required a ¿medical evaluation¿. The patient sought emergency medical care and reported that she was still at the Emergency Room at the time of the report. At the time of reporting, she was still experiencing confusion and was unable to provide additional details regarding subsequent glucose readings, medications administered, or other treatments received in the ER. Further information regarding the final diagnosis, treatment provided, and clinical outcome was not available at the time of this report. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.